Event description:
It was reported that the catheter was cracked at the hub that leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected. Additional information received from customer: yesterday morning I came in to being notified that we had multiple IV catheters that were broken at the hub. A midas was put in by the nurses. I pulled all the catheters with the same lot number of those that were leaking and I have them in my office.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected.

Event description:
It was reported that the catheter was cracked at the hub that leaked with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 400 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected.

Event description:
It was reported that the catheter was cracked at the hub that leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected. Additional information received from customer: yesterday morning I came in to being notified that we had multiple IV catheters that were broken at the hub. A midas was put in by the nurses. I pulled all the catheters with the same lot number of those that were leaking and I have them in my office.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that the catheter was cracked at the hub that leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected. Additional information received from customer: yesterday morning I came in to being notified that we had multiple IV catheters that were broken at the hub. A midas was put in by the nurses. I pulled all the catheters with the same lot number of those that were leaking and I have them in my office. The initial reporter also notified the FDA, uf/importer report# (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was cracked at the hub that leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the catheters were cracked at the hub causing leaking. The event happened when catheter was inserted into patient for multiple patients. I believe 8 but please don't quote the number of patients. They were inserted by multiple different nurses. Once inserter they started leaking and cracking where the hub and catheter connected.